Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14477. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial and right ventricular leads were sensing noise. A procedure was performed to explant and replace the two leads. During procedure, there was a vein tear and the patient's blood pressure dropped dramatically. Emergency surgery was performed to repair the damage and the patient stabilized. The leads were explanted and replaced successfully. The patient was intubated and stable.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measured 5.0 cm while the distal portion measured 48.1 cm. The reported event of noise was confirmed. Analysis found an external abrasion breaching the outer insulation in two locations proximal and distal to suture tie impression. The cause of reported event was due to the external insulation abrasion which is consistent with friction to the device can and friction to another device or feature of patient anatomy.